Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was experiencing unexplained high glucose for three days. The blood glucose reading was over 250mg/dl. It was stated that the customer was at the doctor's office for a few hours and then sent home. It was stated that the insulin was leaking into the reservoir compartment, and the customer was not receiving insulin. The customer was treated with the insulin pump and manual injections. No further info was provided.